Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. Additional information from the field representative indicates that this lead caused the patient to experience phrenic nerve stimulation. No additional adverse patient effects were reported.